Manufacturer narrative:
One truepass suture passer, self-capture device was received for evaluation of the reported complaint mode ¿broken tip.¿ the returned device was visually inspected and the device was confirmed to have a bent trap door and the spring had dislodged from the recessed grooves. The root cause has been determined to be a burr on the end of the proximal arm of the torsion spring. The burr can catch on a plastic cannula and dislodge the torsional spring from the recessed groove. The torsional spring keeps the trap door closed and after the spring was dislodged the trap door can be damaged when inserted through a cannula. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
It was reported that during a rotator cuff repair, using the truepass suture passer, self-capture it was reported that the trap door window broke. It broke while in situ but did not come apart . It was confirmed that nothing broke off in the patient. There was no backup device and the case was completed with a competitor's device that was on hand.